Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The rate seen ((B)(4) worldwide reportable incidents out of estimated (B)(4)+ procedures performed to date) is approximately (B)(4)% of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
The clinic initially reported a patient who developed cellulitis in left axilla 11 days post miradry treatment. Oral antibiotics were prescribed. The treating miradry physician referred the patient to a hospital for further treatment. Broad-spectrum IV antibiotics were administered. A culture of the affected area in the left axilla was taken. Since the culture was negative for bacteria, the diagnosis was changed to skin necrosis from a burn. The necrotic skin was removed. The patient received wound care treatment with iodoform gauze packing strip. At 30 days post-treatment, the affected area improved.